Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per consumer, the seat was sagging to the point where it is resting on the cross brace.